Manufacturer narrative:
The returned device was evaluated and a hole was identified in the exposed portion of the soft cannula. Fluid diverted through the hole in the soft cannula upon rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 14 mmol/l (252 mg/dl). The patient¿s blood glucose and insulin history is as follows: (B)(6). The patient was sick with a virus and throwing up. The pod was deactivated and it was noticed the cannula was bent. The pod was worn between 4 and 24 hours on the abdomen.